Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The interface board was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the monitor on the 7900 system will occasionally be black. No patient injury was reported.